Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device the drive shaft was broken which caused noise and excessive heat. Therefore, the reported condition was confirmed. This is indicative of applying to much force while in use. The assignable root cause was determined to be due to misuse, abuse and/or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bearings were worn on the motor device, which caused a loud screech sounds. During in-house engineering evaluation, it was observed that the device drive shaft was broken, which caused noise and excessive heat. The event was not related to surgery. There were no delays to a planned surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.